Event description:
While the unit was in use on a pt, the unit generated an error code 52 (drive transducer offset failure). The pt was switched to another unit and theapy was continued. No pt injury was reported.